Event description:
It was reported that the asymptomatic patient presented to the doctors office for a routine follow up. Upon interrogation, the ventricular lead exhibited high ventricular rate episodes as a result of noise. The noise could be reproduced with isometric movements. The device was reprogrammed. The lead remained implanted; the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.